Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. The field service engineer (fse) discovered the mixer speed was operating at 2,440 rpm (rotations per minute) and fluid by the middle mixer pulley. The fse replaced all three mixer pulleys and mixer belt and set the mixer speed to 2,500 rpm. Alignments were acceptable and system check passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, although components on the instrument were replaced, a definitive cause of the incident could not be determined with the available information. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this event: 2122870-2013-00912; 2122870-2013-00913; 2122870-2013-00914.

Event description:
The customer reported elevated initial troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for three patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and the access accutni calibrator. This report is one of three referencing the patient on the event date noted. The initial result was released out of the laboratory. As a result, the patient was admitted to the hospital. No additional treatment was given to the patient. There has been no report of current patient outcome received from the customer. The patient¿s sample was reanalyzed on an alternate unicel dxc 600i system and produced a lower result, within the normal reference range. The patients¿ samples were collected in 5 ml lithium heparin tubes and centrifuged at 3,000 rpm (rotations per minute) for five minutes. Quality control (qc) and system check were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.